Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the unit found damage to the handle; cracking was observed above the positive terminal. A test battery was installed. The device led and display did not power on. Functionally, the device was tested with three additional test batteries with the same result. The device did not progress through ingress testing due to the physical damages. The device was scrapped after the investigation. It was reported that the videolaryngoscope had a black display and no backlight. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the videolaryngoscope had a black display and no backlight despite of replacing with new batteries. It was stated that the led still lit up but recently has not been. There was no patient involvement.